Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation with the plate and the locking screws for a clavicle diaphyseal fracture. Four cortical screws were inserted anteriorly, and four screws each were inserted into the lateral screw holes and internal screw holes of the plate. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, it was confirmed that all the internal four screws were broken off. A removal surgery was scheduled for (B)(6) 2024.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part # 04.211.024ts. Lot #8l84383. Manufacturing site: früh verpackungstechnik ag. Release to warehouse date: 27 nov 2021. Expiration date: 01 nov 2026. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.024. Non-sterile lot #468p465. Manufacturing site: werk selzach logistik. Release to warehouse date: 03 nov 2021. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: concomitant added. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.